Manufacturer narrative:
Date of event is an estimate, exact date unknown.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) explanted due to cuff erosion. Another aus was implanted on a future date. No other information was provided.